Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The air detector did not change when a fluid disposable cassette was attached in the manufacturing utility mode. The device alarmed air in line during the psi test. The insulation on the green wire on the air detector showed distress. Replaced faulty air detector. The cause of the reported problem was traced to the device's electronic assembler (manufacturing process). A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed "air in line" alarm during testing. No patient injury was reported.